Event description:
It was reported that pt underwent total hip replacement in late 2007, during which he received a durom cup acetabular component. Pt reports that post-op, he has been experiencing pain and is scheduled for revision in early 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.